Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners patient reported that their jaw hurts because their teeth will not close. They cannot bite down properly, not able to chew food correctly and their bite is very uncomfortable. They cannot close their teeth together, only teeth that touch are their canines and that hurts very badly. They are not happy with their current alignment. Requested additional information to evaluate patient's bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.